Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a programmable shunt and reportedly had nothing but problems with it since it was placed in 2017.